Manufacturer narrative:
The customer will try replacing flow sensors, and o2 sensor oring. Notified customer to callback if the issue is not resolved. Requested patient information via phone call 06/01/20, 06/08/20, and 06/09/20. No patient information provided to date.

Event description:
The hospital reported that intermittently the system does not initiate mechanical ventilation. There was no report of patient injury.